Event description:
Home pt (hp) reports leak during dwell 1/7 of apd treatment (tx), noted when carpeting became wet close to homechoice device. Exact location of leak unknown per hp. Hp reports they reset up with new supplies to complete treatment. No pt injury or medical intervention required per hp.